Event description:
The st. Jude medical representative reported that the ICD delivered three inappropriate therapies due to noise. Previously, a lead was replaced due to the same appearing noise and the problem has reappeared. The physician elected to replace the ICD.